Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip pumps - 2120 .complain of failed flow test was not verified or validated during testing. In a short summary the engineer reported no parts needed and device was calibrated and installed software. DHR review revealed no discrepancies prior to release. Updated fields. B 1 b 3 b 4 b 5 d 10 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Investigation results completed on a cadd solis vip pumps - 2120 . Summary in h 10.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed flow testing by 7.1%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Event description:
Additional information was received that the pump failed flow test while being tested. There was no patient involvement.